Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number # 1221359-2021-02080-su, 1221359-2021-02079-su and 1221359-2021-02078-su.

Event description:
The customer reported a false positive results with the ID now covid-19 assay. This MFR. Addresses lot number one (1) of four (4). The customer reported a false positive result with the ID now covid-19 assay on a miraclean technology co. Nasopharyngeal swab. Repeat testing was not performed. Pcr confirmation testing on a nasopharyngeal swab was collected on (B)(6) 2021 and generated negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Reference report file (B)(4).